Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device was not evaluated as the item and the batch number was not communicated and the product was not returned. The device was not returned to the manufacturer. Therefore it could not be analyzed. . The device manufacturing quality record could not been reviewed as the item and lot number of the product were not communicated. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the cement was mixed normally and that the cement was very liquid, the senior doctor observed that part of the powder was still in powder form in the piston.